Event description:
It was reported that 2.5 hours into a da vinci s hysterectomy procedure, the surgeon experienced a lack of light in the surgeon side console (ssc). No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery. The customer contacted isi technical support after the procedure was complete.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) discovered the vision system to be within specification. The fse confirmed the surgeon side console (ssc) camera control unit (ccu) settings were correct and verified the light output from the illuminator. The surgeon side console is the control center where the operator sits outside the sterile field and control instruments and a 3d endoscope with his/her hands. The illuminator bulb was found to be near it's end of life which may have contributed to the reported lack of light. As of 2008, there have been no reported recurrences of the issue at this hospital.